Event description:
Information received a smiths medical warming/level 1 trauma fast flow disposables malfunctioned during the pre-use check, leakage of medical fluid from the attachment part at the lower part of the product was observed. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Three pictures and one sample was received for evaluation. The pictures showed liquid in the strain relief frosted tube. The sample was received in decontaminated condition and inside a plastic bag. During visual inspection, the unit was visually inspected under normal conditions of illumination. No damages or other workmanship defects were detected. During functional testing, the unit was leak tested by introducing water in the product. No leak was found; the colored water circulated through the unit without leak. The unit was also attached to equipment level system 1000 and this equipment was filled with blue water, in order to observe if there is a leak in circulating water tube. A leak was observed between the manifold connector and the circulating water tube. The complaint is confirmed. The most probable root cause for this condition is due to lack of cyclohexanone. An awareness notification was conducted by the quality engineer to the production personnel in order to explain the importance of adherence to the procedure.